Event description:
Healthcare professional reported that patient was injected with 1cc of juvederm vista voluma xc using a cannula above the left eyebrow, about 1/4 of the forehead and 10 units of botox vista in the chin. The patient complained of feeling uncomfortable, vomited / nausea, hyperventilated, left eyelid ptosis, diplopia developed, hyperpnea, numbness in hands, headache, double vision and staggering when walking. Patient was transported to an emergency room fear of a possible allergy. Patient was treated with 200 ml of hyaluronidase inserted into the right midline. An MRI was performed in an emergency however, the patient returned home without any abnormalities. Since the symptoms of double vision and ptosis persisted, the patient consulted an ophthalmologist. There was no muscle problem, and the patient's parent said it was probably a nerve problem. Healthcare professional stated that the photo confirmed a reddish-purple color on the top of the forehead away from the injection site and the insertion site. Symptoms ongoing.

Manufacturer narrative:
Suspect product: lot number 963/2. Device lot # 1000503334. Health effect - impact codes: f15. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1cc of juvederm vista voluma xc using a cannula above the left eyebrow, about 1/4 of the forehead and 10 units of botox vista in the chin. The patient complained of feeling uncomfortable, vomited / nausea, hyperventilated, left eyelid ptosis, diplopia developed, hyperpnea, numbness in hands, headache, double vision and staggering when walking. Patient was transported to an emergency room fear of a possible allergy. Patient was treated with 200 ml of hyaluronidase inserted into the right midline. An MRI was performed in an emergency however, the patient returned home without any abnormalities. Since the symptoms of double vision and ptosis persisted, the patient consulted an ophthalmologist. There was no muscle problem, and the patient's parent said it was probably a nerve problem. Healthcare professional stated that the photo confirmed a reddish-purple color on the top of the forehead away from the injection site and the insertion site. Symptoms ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient was injected with 1cc of juvederm vista voluma xc using a cannula above the left eyebrow, about 1/4 of the forehead and 10 units of botox vista in the chin. The patient complained of feeling uncomfortable, vomited / nausea, hyperventilated, left eyelid ptosis, diplopia developed, hyperpnea, numbness in hands, headache, double vision and staggering when walking. Patient was transported to an emergency room fear of a possible allergy. Patient was treated with 200 ml of hyaluronidase inserted into the right midline. An MRI was performed in an emergency however, the patient returned home without any abnormalities. Since the symptoms of double vision and ptosis persisted, the patient consulted an ophthalmologist. There was no muscle problem, and the patient's parent said it was probably a nerve problem. Healthcare professional stated that the photo confirmed a reddish-purple color on the top of the forehead away from the injection site and the insertion site. Symptoms ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.